Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the patient's pacemaker was found in back-up mode. Programming changes were made. The patient was stable.